Event description:
It was reported that the patient received inappropriate shocks while in the shower. One episode had noise on both channels and the other episode had noise only on the ventricular channel. The rhythm was consistent with electromagnetic interference (emi). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.